Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) had become dislodged, due to the pulse generator migrating, the atrial lead (4269) had dislodged into the svc. This lead was removed, and another cpi (4269) lead was implanted.